Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first installed on the 19th november 2012 and had performed to specification up to the 7th february 2016. On the 14th february 2016 the device recorded a configuration error with nonsensical duration. Information from the technical log records the failure was due to a shock key error. The device was still in fault mode on the 23rd march 2016 when the device was power cycled passing a self-test. The returned pad-pak was inserted into the device. The device successfully passed a self-test during a manual power cycle. No warnings were given on shutdown and the status led continued to flash green. A successful test shock was delivered during the testing with an acceptable measurement being recorded. Investigation found the reported fault can be attributed to membrane failure. This resulted in the device delivering a shock without assistance, upon illumination of the shock lamp. This fault could not be replicated with a known good membrane fitted. The measurable fault on the shock key likely led to the multiple self-test fails.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Pad unit has red status indicator light indicating a fault had been detected.